Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a wassenburg¿s automated endoscope reprocessor, using peracetic acid. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa se & co. Kg (oekg). Oekg inspected the subject device and found scratch and crack of the light guide lens, wear of the objective lens, deterioration of the glue at the edge of bending rubber, and so on. Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbes were detected from the sample collected from all channels of the subject device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because the microbiological test result after reprocessing by oekg cleared the german guideline.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. Suction channel: staphylococcus haemolyticus (2 cfu) and corynebacterium aurimucosum (1 cfu) instrument channel: enterobacter hormaechei (not countable) auxiliary water channel: klebsiella oxytoca (21-30 cfu). There was no report of infection associated with this report.